Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (293 mg/dl). The cause for the reported elevated bg levels was unknown. System check with tandem technical support was performed and the pump functioned as intended. It was reported that the customer is pregnant. The customer changed the infusion site and reported bg levels slightly lowered. Customer delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.